Manufacturer narrative:
Investigation: one photo and one sealed packaged 5ml syringe, confirmed to be from batch #7238642 (B)(4). Were received and evaluated. No leakage past stopper, including any signs of leakage between stopper ribs, nor were any visual defects observed in the photo. No visual defects were observed in the physical sample received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The physical sample was tested for leakage past stopper per procedure. The sample passed the test with no leakage found. The reported defect was not identified in the samples received.

Event description:
It was reported with the use of the bd plastipak¿ luer-lok¿ syringe there was an issue with medication leaking along the stopper and plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ luer-lok¿ syringe there was an issue with medication leaking along the stopper and plunger.